Event description:
Related manufacturer report number: 2017865-2022-08804. It was reported during remote follow up that the atrial lead exhibited high pacing impedance. Diagnostic imaging did not uncover any physical anomalies. The lead was successfully explanted and replaced. The physician elected to explant an inactive left ventricular lead which had been previously capped for high thresholds on (B)(6) 2018. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. The impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.